Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone #.

Event description:
The central monitoring system in the pediatric emergency room has been out of service. One screen is completely dark, the other displays a desktop of sorts but does not connect to the internet. It was documented there was no direct patient impact. The source notes state the technician on site found that the ki-na headquarters was not operational, as the station had relocated due to construction work. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Analysis was performed by a field service technician (fst). The fst determined that the issue was related to the uninterruptable power supply (ups) which could not be switched on. The fst informed the customer's technology department of the issue. It was confirmed that the surveillance center was still in operation and the issue was only affecting the overview monitor. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty ups. The issue was resolved by the technician bypassing the ups to put the control panel back into operation.